Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: n085670030, implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 26-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 32.55 mcg/day), bupivacaine (15 mg/ml at 0.9765 mg/day) and hydromorphone (20 mg/ml at 1.302 mg/day) via an implantable infusion pump. It was reported that during a fusion surgery the catheter was cut so it had to be revised. Considerations were reviewed with the caller. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2020-jan-17. It was reported that the catheter was cut to access the spine and place hardware. It was noted the catheter was functioning appropriately prior to this event. The patient's weight was unknown. No further complications were reported.